Event description:
The customer complained that a lower than expected vitros amon result was obtained from a single vitros lpv ii fluid using vitros chemistry products amon slides tested on a vitros 5,1 fs chemistry system. Vitros lpv h2768: result of 150.7 umol/l vs. Expected result of 196.2 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. Patient samples were processed with the vitros amon assay over the time frame of the event; though no reported patient results had been in question. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros amon result was obtained from a single vitros lpv ii fluid using vitros amon slides tested on a vitros 5,1 fs chemistry system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. The cause of the vitros amon contamination of the microslide incubator was not identified. Results of precision testing demonstrated that the vitros 5,1 fs chemistry system was not operating as expected at the time of the event. Acceptable performance was obtained after ocd field service actions were performed.